Event description:
An rf 3000 115v generator was being used for therapeutic ablation of the kidney on an unknown date. A percutaneous approach was used with a 5cm probe. Dr stated that the procedure was successful following the recommended protocol. Upon completion of the case it was discovered that the patient had suffered a 3rd degree burn on the thigh, the size of the grounding pad. It was stated by the md that precautions were used during the case including the use of two different pads that were rotated. The patient's condition currently remains stable; however, skin grafts will be required as follow-up intervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.